Event description:
It was reported to philips the device was not recognizing pads and an apply pads error showed on main menu screen. There was no patient involvement. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated he replaced the therapy cable before he called but it did not resolve the issue. The customer took the cable to another unit and had the same issue. The rse advised the customer to swap the therapy cable with another new one and the issue was resolved. The customer requested part availability for a replacement therapy cable. The customer swapped the therapy cable with a new one to resolve the issue. The device remains with the customer.